Manufacturer narrative:
(B)(4). The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A patient placed a call to technical support to report that she noticed fluid in the bottom of the cycler spread out through the table the cycler was sitting on when treatment was complete. Patient stated that when she removed the cassette there was no fluid coming out of the cassette door or the cassette itself. No cycler alarms were reported by the patient. The patient completed treatment. The set has not been made available for evaluation. In a follow up call, the patient's peritoneal dialysis rn reported that the patient was asympomatic for infection.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.